Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient was not receiving consistent continuous glucose monitoring (cgm) readings. There was no report any injury or medical intervention. No additional even or patient information is available.